Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Interrogation revealed that the pacemaker exhibited premature battery depletion. The pacemaker was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed that the device was at elective replacement indicator (eri) when received. Analysis of the device image noted high current during implant period consistent with increased duty cycle of the internal circuitry caused by the firmware. Further analysis and visual examination did not find any anomalies. Premature battery depletion was confirmed and was due to increased duty cycling of the internal circuitry.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.